Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. To resolve the issue the third party replaced/installed sd card on pdo board in host pc, and configured sd card, which was provided by hospital. Tested and inspected the system after which the system was performing as intended and was handed over to the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.